Event description:
Customer reported control is failing for multiple analytes.

Manufacturer narrative:
Customer reported the ichem velocity failing ca control for bilirubin. There were no reports of patient results being affected and no reports of change to patients mgmt as a result. An iris fse replaced and aligned the probe. The fse ran qc which passed. System was operational.